Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. The sensor was inserted into the arm. It was indicated that the patient entered BG values outside the 40¿400 mg/dL (2.2¿22.2 mmol/L) range, which is misuse of the device. On (b)(6) 2026, the patient reported feeling hypoglycemic. The CGM displayed values between 150-170 mg/dL and the BG value was 30 mg/dL. The patient experienced symptoms which included disorientation, shakiness, and feeling unsafe to drive. The patient was transported to the Emergency room by her mother. In route to the Emergency room, the patient self-administered a dose of glucagon (Gvoke) via pen injection. Upon arrival at the Hospital, the patient¿s BG meter value was 18 mg/dL and the CGM value was 161 mg/dL. Although confusion was reported as a symptom, there was no report of any loss of consciousness. The CGM device was removed. The patient was diagnosed with severe hypoglycemia, admitted to ICU, and received IV infusions of D10 (dextrose 10%); and D50 (dextrose 50%) several times for recurrent episodes of hypoglycemia over the next three days. On the fourth day, the patient was discharged in good condition. The blood glucose value prior to being discharged was 110 mg/dL. The reported glucose values fall within the E zone of the Parkes Error Grid. Data has been requested but is pending evaluation. A follow-up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia.